Manufacturer narrative:
H6: the device was received by ventec where its electronic records (system logs) were downloaded for analysis. Ventec confirmed that the device had previously logged patient circuit disconnect alarms. The device was then evaluated by ventec where the reported issue could not be duplicated -- the device performed as expected on both patient and test settings. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be conclusively determined.

Event description:
It was reported to ventec that the device was alarming during patient use. The reporter advised that the patient quote, "has a weird thing he does w/ mouth when sleeping and vent was continually alarming." At the time of the initial report, the alarm being logged by the device was unknown. The reporter advised that there was no patient harm as a result of the reported issue. The patient was eventually transitioned to a different ventilator for support (philips¿ trilogy evo). No further details were provided. Ventec has reached out to the reporter to obtain additional information about the patient, but no response has been received. During the device's evaluation, ventec observed that it had logged patient circuit disconnect alarms in its electronic records (system logs).